Event description:
It is reported that the device was implanted in 1997. A revision surgery occurred in 2007, due to wear.

Manufacturer narrative:
Evaluation summary: poly has worn out to a large extent. There are striations and groove on the liner flange. This could have been due to rotational instability of the liner. Pre revision x-rays could have provided more insight into the situation and mode of fracture. Cause cannot be definitively determined. Evaluation: device history records indicate device manufactured to specification. Device meets print specification. Scanning electron microscopy (sem) analysis of the fractured rim fragment and of the liner fracture surfaces showed fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the liner material showed a carbon (c) peak in the spectrum, typical of uhmwpe.